Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited low out of range pacing impedance measurements less than 200 ohms on the right ventricular (rv) channel. The impedance values have been low since implant. Due to the patient's age and susceptibility to infection the physician has elected to continue monitoring the system through remote monitoring and three month follow-ups. The rv lead is a competitor product. This device remains in service. No adverse patient effects were reported.